Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported technical error code indicating a software error could not be duplicated. However, the control pc (printed circuit) board was precautionary replaced but not returned for investigation. The ventilator was tested, passed pre-use check and was cleared for clinical use. Provided ventilator logs were reviewed. The technical log contains a technical error code indicating a software error directly after ventilation is started. The ventilator successfully passed pre-use check prior the reported event. Since the replaced pc board was not returned for investigation, the root cause of the software error has not been determined.

Event description:
Manufacturer's ref # : (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a software error. There was no patient harm. Manufacturer's ref.: (B)(4).